Manufacturer narrative:
The suspect product is the advantage meter.

Event description:
Customer reportedly received results outside of the meter reading range on the advantage system (meter, comfort curve test strip lot number 548995, expiration date 04/30/2007). The customer did not provide the location where the malfunction occurred. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.